Manufacturer narrative:
Per customer, the issue started on (B)(6) 2011 and upon noticing multiple calibration failures on some tdm tests and noticing liquid on the black tray of the reagent carousel. Customer dried up the liquid on the reagent carousel tray and loaded new chemistry cartridges (cc); calibrated and ran qc. Qc read in range for all chemistries on the cc side. A bci field service engineer performed the following: replaced reagent syringe t-valve, a/b valve, and both wash collar vacuum valves. Replaced vacuum pump due to intermittent low vacuum errors. Primed x 20. The customer ran full qc panel, & resumed operation without errors or leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to recurring reagent carousel tray leak on the unicel dxc 600i synchron chemistry analyzer. No injury or exposure to biohazardous materials was reported.